Event description:
Premature eri was reported after 15 months implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. The device failed low voltage tests due to a low battery voltage. The battery was sent to an outside laboratory for further testing; no anomalies were found. The device was not within expected longevity performance. The reason for the low battery voltage remains undetermined. Date corrections